Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that "all the alarms are beeping." It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17818.

Manufacturer narrative:
Philips was unable to confirm the final disposition of the device because the customer allowed the quote to expire, refusing service. No further work was performed by philips to resolve the issue. It is unknown if the device was in use at the time of the reported problem. No patient harm reported.